Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for call was caller wanted to go through how to turn stim off for a head MRI. Caller said when they try to increase stim they aren't able to. Reviewed icons on 3037. Patient's stim was off. Reviewed buttons and icons. Caller said they didn't push a button to turn stim off. Caller said the last time the programmer was used was in the hcp's office. Patient said maybe stim being off is why they have been wetting all over the place.